Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor device broke. The event was further described as ¿the closure part broke off¿ the folfusor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with approximately 50 ml of solution in the bladder. Visual inspection identified that the fill port was broken. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.